Event description:
Customer reported via phone, the insulin pump had a blank display and customer's doctor informed him to get the device replaced. Customer's blood glucose was unknown. The device had a blank display during the customer's doctor visit. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. The insulin pump was monitored for several days and no low battery alert was noted. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a cracked display window, scratched reservoir tube window, cracked reservoir tube and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.